Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable does not charge the pump. The customer's blood glucose level was 140 mg/dl. Reportedly, the customer used a different cable to charge the pump with.